Event description:
IT WAS REPORTED PATIENT DEATH OCCURRED. ON (B)(6) 2026, A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED CONCOMITANTLY WITH AN ABLATION PROCEDURE. THE ABLATION PROCEDURE WAS COMPLETED WITH NO COMPLICATIONS REPORTED. AFTER THE ABLATION A 31 MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WAS SELECTED FOR USE FOR THE LAAC PROCEDURE. THE PHYSICIAN HAD DIFFICULTY REACHING THE APPENDAGE WITH THE PREVIOUS TRANSEPTAL LOCATION, SO ANOTHER TRANSSEPTAL STICK WAS REQUIRED. THE WDS WAS THEN IMPLANTED SUCCESSFULLY. THE PATIENT WAS DISCHARGED. ON A FOLLOW UP CALL TO THE PATIENT ON (B)(6) 2026, THE HOSPITAL COORDINATOR WAS INFORMED THE PATIENT HAD PASSED AWAY SUDDENLY OF CARDIAC ARREST AT A LOCAL HOSPITAL. THE OFFICIAL CAUSE OF DEATH WAS NOT PROVIDED.

Event description:
It was reported patient death occurred. On (b)(6)2026 a left atrial appendage closure (LAAC) procedure was being performed concomitantly with an ablation procedure. The ablation procedure was completed with no complications reported. After the ablation a 31mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) was selected for use for the LAAC procedure. The physician had difficulty reaching the appendage with the previous transeptal location, so another transseptal stick was required. The WDS was then implanted successfully. The patient was discharged. On a follow up call to the patient on(b)(6)2026, the hospital coordinator was informed the patient had passed away suddenly of cardiac arrest at a local hospital. The official cause of death was not provided.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.With all the available information, Boston Scientific (BSC) concludes: Device Technical Analysis The WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed. Device History Record Review A review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60310 Batch # 0038989908. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling Review There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions for Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (Cardiac Arrest) and Death.Risk Review A Risk Review was completed and confirmed that the events of arrhythmia (Cardiac arrest) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.